Event description:
It was reported that the measurements provided by the avalon us transducer were intermittently freezing and not showing accurate measurements. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). A quote for a replacement us transducer was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the us transducer. The customer was provided with a quote for a replacement us transducer, but no response was received. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the measurements provided by the avalon us transducer were intermittently freezing and not showing accurate measurements. The device was not in use on a patient at the time of the event.